Event description:
Rn (registered nurse) noticed anti-xa results on patient resulted less than 0.10 consecutively, despite increasing dose on heparin drip. Charge rn assessed dosing concentration, pump settings, and patient line. All appeared correct and PICC (peripherally inserted central catheter) line patent; however, heparin bag appeared full despite infusing for over 12 hours. Assuming pump malfunction, pump exchanged. Manufacturer response for baxter IV pump, sigma spectrum (per site reporter). Ongoing investigation between user facility and baxter on continuing under-infusion issues.